Event description:
Pt has a history of osteoarthritis and underwent bilateral total hip replacements. The left total hip arthroplasty was performed approx two yrs ago. The pt did well until approx four months ago when she sustained a fall, landing on her left hip. About one month ago, the hip pain became worse, which required the pt to take narcotics for the pain and ambulate with a walker. Radiographs, taken prior to admission of the pt to the hosp, revealed fracturing of the acetabular component of the left hip. The pt was admitted to the hosp for revision arthroplasty. Intraoperatively, a significant amount of fluid was found within the joint space. There was marked nodular debris in the synovium, and further inspection revealed marked fragmentation of the acetabular cup. The pt underwent revision arthroplasty of the hip.